Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 115 units. Reportedly, the cartridge was filled with 200 units of insulin. Blood glucose level was 133 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.